Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was chosen for implant using a large flexnav delivery system. The patient developed congenital heart block, following the first partial deployment and recapture. The valve was implant at depth of 6mm at ncc and 3mm at lcc. For treatment, the patient received a temporary pacemaker. It was reported that the patient has received a permanent pacemaker. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. A temporary pacemaker was placed and subsequently a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.